Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was failed. A field service engineer (fse) powered off the station and inspected the drawer found retractor band was bad and also decided to replace pyxibus module control (pmc) board. The fse replaced retractor band and pmc board to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 3.1 and 3.2 were consistently failing and were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.